Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdomen pain') in an adult female patient who had essure (batch no. 00089097-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included atorvastatin, levothyroxine sodium (levoxyl) and lisinopril. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), acne ("hormonal changes describe: acne"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea(cramping)"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, acne, bladder disorder, urinary tract disorder, migraine, headache and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, acne, bladder disorder, dysmenorrhoea, headache, migraine and urinary tract disorder to be related to essure. The reporter commented: discrepancy noted as per pfs: removal date of essure: (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 3-jul-2019: update of information (batch is not valid). Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdomen pain') in an adult female patient who had essure (batch no. 00089097) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included atorvastatin, levothyroxine sodium (levoxyl) and lisinopril. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), acne ("hormonal changes describe: acne"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea(cramping)"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, acne, bladder disorder, urinary tract disorder, migraine, headache and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, acne, bladder disorder, dysmenorrhoea, headache, migraine and urinary tract disorder to be related to essure. The reporter commented: discrepancy noted as per pfs: removal date of essure: (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 25-jun-2019: plaintiff fact sheet received. Events: hormonal changes describe: acne, bladder or urinary problems or changes, migraines, headaches, dysmenorrhea (cramping), abdominal pain were added. Lot number was added. Concomitant drugs and reporter's information was added. Lab data was added. Event medical device removal replaced with abdominal pain. Bilateral salpingectomy marked as a treatment for abdominal pain. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("underwent a laparoscopic bilateral salpingectomy") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced injury ("injury,"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal and injury outcome was unknown. The reporter considered injury and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-dec-2018: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of medical device removal ("underwent a laparoscopic bilateral salpingectomy") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and injury ("injury,"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal and injury outcome was unknown. The reporter considered injury and medical device removal to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.